Manufacturer narrative:
(B)(6) 2016. Root cause: no fault was found on the returned blower assembly & blower motor controller.

Event description:
It was reported that the device shut down and gave an air source fault. No patient involvement reported.